Manufacturer narrative:
Intact medical has not yet fully evaluated the devices used during this procedure. We are currently attempting to have the biopsy wand in question decontaminated, and returned for evaluation. A follow-up report will be submitted upon completion of this task. The vacuum source used has been returned to intact for testing (item # 777-006). When attached to a vacuum cannister, the returned source achieved a vacuum level of 97.5 mmhg which meets specification (vacuum level of 80 mmhg minimum). The bles controller and handle used by the hospital were fully tested by intact in july 2008. These devices continue to function without issue at the user facility site.

Event description:
In 2008, successful left stereotactic breast biopsy performed using intact breast lesion excision system (bles). The skin site around the incision showed "very superficial changes of a burn" from the procedure. Steri-strips and pressure dressing (routine closure) were applied. At about four days post procedure, the surgical incision is clean, dry, and intact. There is a 1.5cm x 0.5cm eschar without obvious signs of infection. Pt was advised to use neosporin on the left breast eschar.